Event description:
Country of complaint: (B)(6). The thread detached very easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: there are no previous complaints of this code/batch. There are no units in OEM stock. We received 1 closed and 2 open samples with the needle detached from the thread. Thread was still wound on both open packs. The needle attachment of the sample received was tested and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the sample tested. Final conclusion: the complaint is not corresponding (not justified).